Event description:
It was reported that balloon rupture occurred. The target lesion, which was 100% stenosed, was situated in a moderately tortuous and severely calcified subclavian vessel. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured following the first inflation at 6 atmospheres for 5 seconds. The device was successfully removed without any issues, and the procedure was completed using this device. No patient complications were reported, and the patient remained in good condition post-procedure.